Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The root cause could not be identified conclusively, (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the (B)(4) 2014 UDI regulation date. The manufacturer internal reference number is (B)(4).

Event description:
A doctor reported, after only one percent of the laser was completed the procedure stopped and "aborted" during ablation of the left eye. The doctor reprogrammed that eye using an additional treatment card. Additional information has been requested.